Event description:
Consumer reports two generalized infections and a port infection post op of a adjustable gastric band surgery. There were no other reported complications.

Manufacturer narrative:
Information is unavailable, device was not returned for evaluation.